Manufacturer narrative:
Patient weight not available from the site. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. Code 180 is associated with the system checkout. The computer was returned to the manufacture for evaluation. After functional testing and performance testing the reported issue was not confirmed. The computer boots normally to the application screen. The ent application starts and runs normally. No flickering was observed. No error messages were observed. No failures were found. Code 213 is associated with the computer analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that at the very end of the case the computed tomography (CT) on the screen would flicker on and off, but the green cross hairs were still green so it looks like the axiem was still working fine even when the CT would flicker on and off. The CT flickered on and off 4-5 times in a 2 minute period of time. The manufacturer representative called back in and said that the behavior seems as though the video card on the computer may be going out. They confirmed the issue is not the anatomy moving in the CT views in the software. There was no patient impact and no delay in case.